Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the steerable guide catheter (sgc) was returned and investigated. The reported knob issue was not confirmed; however, a cable break resulting in the mechanical issue of inability to deflect the distal tip was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the sgc knob issue or cable break. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to reportable the cable break found during returned device analysis. It was reported that during preparation of the steerable guide catheter (sgc), the +/- knob was rotated in the minus direction until the sgc was straightened, but the knob could not be returned back to the neutral position. The device was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. Returned device analysis found that the sgc cable was broken. No additional information was provided.